Event description:
Customer reported hearing a loud noise and smelled smoke from the analyzer. Later that day, the operator reported having received an "electrical jolt" when they touched the instrument. The operator then unplugged the instrument. There was no injury to the operator as a result of this event. A field service engineer examined the instrument and concluded that the power supply and amp fuses were blown.

Manufacturer narrative:
The field service engineer replaced the power supply and fuses. Electrical testing was performed on the instrument to ensure the instrument was performing within specifications. The instrument passed all electrical specifications.